Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product used/implanted in patient.

Event description:
It was reported the day after surgery, by the hospitals¿ billing department that an expired kit of cement was used during surgery. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.